Manufacturer narrative:
Result: side rail linkage. Device manufacture date is unknown at this time.

Event description:
It was reported by service report that the patient siderail will not raise. No patient involvement or adverse consequences are reported.